Event description:
It was reported that there was a missed refill. Empty reservoir was reached on (B)(6) 2014. It was noted that the manufacture representative believed the patient may have been in the hospital. Additional information received reported that the clinic believed no withdrawal had occurred. The patient had been hospitalized for wound abscess over the pacemaker. The patient missed their appointment because they were in the hospital and the infection was not related to the pump. It was related to the ¿pacemaker side.¿ there had been no troubleshooting, interventions or other actions taken. The patient had ¿active (vancomycin-resistant enterococcus) vre besides pump read.¿ it was reported that the pump was still empty and they would not refill until there was no active infection. The infectious disease physician did not want the pump being accessed due to the infection. Additional information received reported that ever since the patient missed their refill last summer due to an infection, they had not had a refill. The manufacture representative was not aware of any therapy problems at the time of the missed refill. The pump had been empty for "approximately 1 year due to the infection of an ICD." They wanted to fill the pump with preservative free saline (pfns), perform a system content removal procedure and check the expected residual volume (erv) vs the actual residual volume (arv) in the future to see if the pump was till delivering drug properly . They were unable to aspirate from the catheter access port (cap) to clear the old drug from the system. The old drug in pump tubing/catheter was morphine. They could not aspirate via the cap, so they were referring the patient back to the neurologist. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l53964, implanted: (B)(6) 1998, product type catheter; product ID 8703w, lot # l53964, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
It was later reported the patient was referred for a possible revision.